Event description:
Caller reported experiencing multiple cartridge alarms, including cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to reload the same cartridge and resume insulin delivery, using cold insulin and filling a new cartridge successfully without further alarms. Technical support advised on the proper cartridge load technique, and the customer agreed to follow these instructions with the next cartridge change and to call back if alarms persist. The case was closed by technical support.